Event description:
Note: this MFR report pertains to the first of five devices used during the same procedure. Refer to associated MFR reports #3005099803-2008-03999, #3005099803-2008-04001, #3005099803-2008-04000, and #3005099803-2008-04002 for descriptions of the other devices. A radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure on a female performed in 2008. According to the complainant, the device would not cauterize. The physician attempted to complete the procedure with a second radial jaw hot single-use biopsy forceps device.

Manufacturer narrative:
The suspect device has been received; however, the device analysis is not complete. The relationship between the device and the cause of this event is undetermined.